Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s recharger and patient programmer were not connecting to their ins and it had been 2 to 3 weeks since they charged/used it, but they stated that it had been going a long time before that. It was reported that the patient noticed the issue yesterday ((B)(6) 2020) and they thought their device was overdischarged. Patient services redirected the patient to follow-up with their healthcare provider (hcp) to check the device. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the rep had just performed a physician recharge mode (prm) due to overdischarge and after were getting no coupling bars shaded in. Technical services assisted the rep with using the antenna locate (al) feature and they saw 40-54. They started a recharge session from the 52 position and saw a power on reset (por) screen. After bypassing the por they saw all 8 bars. The rep was instructed to charge to 25% and take a break to clear the por and then immediately resume charging. Troubleshooting resolved the issue. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient. The patient reported that they were unable to recharge the stimulator. The patient reported that the issue wasn¿t resolved; they contacted the office and there was no resolution. No further complications were reported. Additional information was received. Consumer reported cannot charge/get any type of coupling. The caller did not know what the patient was seeing on their recharger (insr) screen. The caller speculated that the patient's coupling problems could be related to battery position as the patient had either gained or lost weight (they did not know which one) since the implant. Manufacturer representative later reported the patient was not happy with their insr and demanded a new one. No further complications reported/anticipated. Rep reported that on (B)(6) 2020, pocket assessment showed that the ins is tilted in. Information was discussed regarding the fact that given time frame it's possible that ins has gone back into overdischarge due to issues with recharging the implant. Rep mentioned that current ins is in the same pocket as original implant, which was bigger. Rep also mentioned that patient lost weight and that may have contributed to pocket change, even though patient has gained the weight back. Rep also inquired if insr replacement needs to be setup with ins before recharging. Patient has not tried to recharge before calling rep today. On (B)(6), rep stated that no x-rays or pocket palpation has been done yet. She is with the patient again today. They will perform another jumpstart and if the device doesn¿t hold a charge, the patient will be sent for x-rays or to the doctor for further evaluation. She repeated that device tilt is a speculation at this time as she is not a doctor and has not palpated the pocket herself. No further complications were reported. Additional information was received from the rep. It was reported a jumpstart was performed and after 60 minutes the charging screen appeared. However antenna would not successfully with the battery resulting in the battery not charging. Patient has been advised to contact doctor to evaluate battery placement. Issue not resolved at this time, the patient to get pocket/ battery assessed by doctor. Patient to reach out to hcp.

Manufacturer narrative:
Continuation of d11: product ID 37751 lot# serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.